Manufacturer narrative:
To date, evaluation of the device involved in the reported incident has not been completed. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the product was in contact with a patient and injury occurred. On (B)(6) 2009, complementary information was received indicating that the patient was scratched. This was attributed to the skull clamp being not correctly secured. The reporter is requesting that the skull clamp be checked.